Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber is broken within the outer flow tubing between control knob and distal tip 12.5 inches from distal tip; the outer flow tubing does not exhibits signs of melting at the break; the glass cap exhibits white crystalline like substance at the output window. Probable root cause: based on the device analysis, the probable root cause of the failure is excessive bending.

Event description:
It was reported that while using the surgical fiber during a prostate procedure, that the "fiber broke by the hand piece" at 44,000 joules of use. The fiber was cleaned during the procedure. A second fiber was used to complete the procedure at 57,980 joules. Patient outcome: "no patient injury reported."